Event description:
The customer observed discrepant/imprecise alinity c carbon dioxide results for multiple patient samples. The following data was provided (customer¿s reference range 23 mmol/l - 31 mmol/l): sample ID (B)(6) initial result = 29 mmol/l, repeat result = 21 mmol/l, sample ID (B)(6) initial result = 32 mmol/l, repeat result = 24 mmol/l, sample ID (B)(6) initial result = 29 mmol/l, repeat result = 20 mmol/l, sample ID(B)(6) initial result = 31 mmol/l, repeat result = 22 mmol/l, sample ID (B)(6) initial result = 30 mmol/l, repeat result = 22 mmol/l . No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. Completed information for section a1 - patient identifier: sids (B)(6) . All available patient information was included. Additional patient details are not available.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot number did not identify an increase in complaint activity. The ticket trending review did not identify any related trends. Device history review did not identify any non-conformances or deviations with the complaint lot and complaint issue. The historical performance of reagent lot 66174uq05 was evaluated using worldwide data. The patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for lot 66174uq05 is within the established baseline indicating that the lots is performing acceptably in the field. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency of the alinity c carbon dioxide reagent lot 66174uq05 was identified.

Event description:
The customer observed discrepant/imprecise alinity c carbon dioxide results for multiple patient samples. The following data was provided (customer¿s reference range 23 mmol/l - 31 mmol/l): sample ID (B)(6), initial result = 29 mmol/l, repeat result = 21 mmol/l. Sample ID (B)(6), initial result = 32 mmol/l, repeat result = 24 mmol/l. Sample ID (B)(6), initial result = 29 mmol/l, repeat result = 20 mmol/l. Sample ID (B)(6), initial result = 31 mmol/l, repeat result = 22 mmol/l. Sample ID (B)(6), initial result = 30 mmol/l, repeat result = 22 mmol/l . No impact to patient management was reported.